Manufacturer narrative:
Argus case (B)(4).

Event description:
Drink soaking liquid by mistake [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (polident denture cleanser) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident denture cleanser. On (B)(6) 2021, an unknown time after starting polident denture cleanser, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident denture cleanser. Adverse event information was received via call center representative (phone) on (B)(6) 2021, the consumer stated that, "I soaked polident denture cleanser in water in a water cup which is put on the sink. I went out, and my family member did not know it was for soaking dentures and drank it as water. What happens if drinking it by mistake? How can I deal with it? Should I let the family member drink more water or more milk? The family member has been drinking for an hour now, and there is no discomfort at the moment".